Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, within one hour of completing dialysis treatment, on or about (B)(6), 2011. The plaintiff's attorney also alleged that the patient experienced a sudden cardiac event while receiving dialysis treatment in (B)(6) of 2013.

Manufacturer narrative:
This is one event of two events reported for the same patient involving three separate products.